Manufacturer narrative:
(B)(4) reported event of separation. A device history record review confirmed that the device met all material, assembly, and performance specs upon release. Analysis of the returned device revealed the microdelivery catheter was stretched and separated 133 cm from the distal end. The hub section was not returned. The microdelivery catheter shaft was compressed at the mid section and kinked proximally. No other anomalies were observed on the microdelivery catheter. The stabilizer was separated 132 cm from the distal end and appeared to have kinked then separated. The hub section was not returned. The stent was in the microdelivery catheter in its intended location. No anomalies were noted with the stent. The peelable sheath was also within the microdelivery catheter. No anomalies were found on the peelable sheath. Based on the info provided and the investigation, it was not possible to determine the exact cause of the observed damage. The extent of the damage noted to the device are indicative of excessive force being used when handling the device. Therefore, the most probably cause of the damage was handling.

Event description:
Analysis of the returned product found that the microdelivery catheter was separated from the hub section.